Manufacturer narrative:
Motor error alarm during rewind due to encoder signal out of phase. Unable to perform occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was 215 mg/dl, 302 mg/dl, 258 mg/dl. The customer treated with the insulin pump for high blood glucose, treated for the low blood glucose with food, sugar, glucose tablets, eat a peanut butter sandwich. The customer was wearing pump with motor errors. Troubleshooting was done for high blood glucose and under delivery and declined for low blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.